Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving, no health consequences or impact, no clinical signs symptoms or conditions, insufficient information. There was patient involvement and patient impact unknown. A report was received from health canada's canada vigilance program which states, "smart pump channel error message. Had levophed infusing for an intubated patient that was proned. All channels and the brain were changed. No harm to patient done but due to time needed to put on ppe for covid isolation there was potential for a negative outcome had the patient's blood pressure dropped."